Event description:
Pt found sliding off air mattress; legs and buttocks on floor, head and shoulders wedged in between mattress and siderail in somewhat of a sitting up position. Pt had vac wound dressing on sternum due to debridement of mediastinal wound infection.